Event description:
It was reported that noise was observed on the egms. The ventricular sensitivity was decreased to resolve the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.